Manufacturer narrative:
B4 date.

Event description:
It was reported that a malfunction alarm occurred. The customer continued to use the current pump for insulin therapy, and a replacement pump was sent. Customer¿s blood glucose level was 163 mg/dl.